Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2017 and the mesh was implanted. Following the procedure, the patient experienced a vaginal extrusion and underwent a surgical revision including partial mesh removal. Additional information has been requested.